Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 28, 2020 that a hot axios stent was to be used in a transgastric position to treat a pancreatic pseudocyst with less than 5% necrotic material during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the axios delivery catheter was advanced into the pancreatic pseudocyst. Once in position, the first flange of the stent was deployed into the cyst. Reportedly, while the bottom lock was locked, the flange suddenly popped out and was deployed outside the cyst (either in the stomach or in the scope). Reportedly, to facilitate stent removal, the entire stent was deployed in the stomach and was removed using forceps. The procedure was completed using a second hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.